Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, investigation conclusion). Corrected fields: d5. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. Fse has provided the ECG cable supply offer to the customer and waiting for confirmation to repair the parts. Additional information was requested from the fse with regard to the repair and if any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : parts not yet replaced by getinge.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) bcp had a console cable with a broken pin (green connection) and was left within the connection. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) bcp had a console cable with a broken pin (green connection) and was left within the connection.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).